Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a crack in the battery compartment, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.

Event description:
The pt rec'd emergency room treatment for elevated blood glucose levels.